Event description:
It was reported that the patient presented to the emergency department (ed) after receiving inappropriate therapy. The device was interrogated and the sensing integrity count (sic) was high, there was oversensing and high impedance on the right ventricular (rv) lead. The rv lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving inappropriate therapy. The device was interrogated and the sensing integrity count (sic) was high, there was oversensing and high impedance on the right ventricular (rv) lead. The rv lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event. It was further reported that while at the emergency room, frontal x-ray views revealed a fractured right ventricular lead, visible discontinuation of the wires was noted.

Manufacturer narrative:
It was further reported that while at the emergency room, frontal x-ray views revealed a fractured right ventricular lead, visible discontinuation of the wires was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.